Manufacturer narrative:
Product evaluation: customer report of "inadequate leaflet closure leading to central regurgitation" were visually confirmed due to suture looping. Suture track indentations were observed on free margins of leaflets 1 and 2 near commissure 2. See attached pictures. This indicated the suture was looped around commissure 2. Customer report of "(on tee) closure of one leaflet was not instant" was unable to be confirmed through visual evaluation. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. X-ray demonstrated commissure 3 was bent inwards. Suture holes were visible around the sewing ring. Sewing ring cloth was cut around leaflet 2 near commisure 2 and sewing ring underneath was observed to be cut. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 6900ptfx33 was explanted twelve (12) days after implantation due to inadequate leaflet closure leading to central regurgitation. As reported, full sternotomy was used. Original edwards sizer and separate 2/0 ti-cron pledget sutures were used, annulus and suture intervals were in conformity. Reportedly, tees taken on pod # 3 and on pod # 5 showed that opening of leaflets was not an issue, but closure of one leaflet was not instant and finalized with a flutter. As reported, annular calcification was observed for this reason valves bonded with / stick to the ventricule at the struts. Calcifications were removed both in ventricule and annulus and especially in aortic section. Another edwards perimount valve of the same model but of 31mm was implanted in replacement. Reportedly operation ended up successfully and patient was noted as to be discharged home. Tricentrix holder removed after valve was properly positioned. No problem was reported/felt during use of the holder/sizers. Struts of the valves were acknowledged to be placed properly/easily to their positions.

Manufacturer narrative:
Added information to section d4 (expiration date), h4 (device manufacturer date) and h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusion) additionally, section h6 (clinical code) was updated based on further information received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Based on the evaluation and available information, the report of "inadequate leaflet closure leading to central regurgitation" was confirmed and the most likely cause is suture looping due to use error. An edwards defect has not been confirmed.